Event description:
The customer reported having loss of alarm paging which resulted in a pt death.

Manufacturer narrative:
The customer reported experiencing a loss of alarm paging on a monitored pt using a central station monitor which resulted in a pt death. Philips has determined that the central station involved was a ge brand central station. Paging is labeled as a means of alarm info notification with warnings in the instruction for use (IFU) against use as a sole means of alarm notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. If the paging device is used per product labeling this issue would not likely cause or contribute to a death or serious injury. It was noted that the ge systems "os clock" was not in sync with the time of emergin's os clock. The clocks were out of sync by 9:34 (9 minutes and 34 seconds). Emergin received and delivered the message to the waveware terminal: "room 509 asystole", 4 separate times for the event with ge time beginning: 16:22:42 and emergin time beginning: 16:13:08.609. It cannot be determined when the message was received at the pager, since paging reception of messages cannot be documented by the sending system. There was a total of "37" messages sent to the 509 and 507 waveware pagers from 4:11:07 pm till 4:20:70. The limited available info is consistent with the users not responding to either alarming at the ge central station or the pagers. The limited available info does not support that there was any malfunction of the paging system. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.